Manufacturer narrative:
The device involved in this event was not returned for evaluation; therefore, no visual or physical examination could be performed. The lack of lot traceability prevents performing a device history records review for any indication of manufacturing defect or anomaly that could have impacted on the event as reported. A review of the manufacturing processes indicates the production operators are instructed to 100% visually inspect for any obvious defect prior to shipment. Based on available information, no evidence of a device deficiency or malfunction was identified. A definitive root cause cannot be established. The available information suggests that the event may be associated with clinical and/or procedural factors. Cardiac perforation and death are known potential adverse events and are listed in the safari2 IFU. We reviewed the associated risk documentation relative to this product and confirmed that this incident is listed and that it is trending within the established occurrence threshold. The lot number for the device was reported as unknown; therefore, section d4 could not be completed, including the UDI number. The sections left blank or unknown on this form could not be completed due to missing information. Follow up efforts were conducted to obtain additional information; however, the distributor indicated that no further information is available. If additional information is received, a follow up medwatch report will be submitted. Although annex g instructions state that with stand-alone devices annex g term should not be used, code 4755 was selected because the system requires a value in h6(g).

Event description:
Tavi was performed, and a navitor transcatheter bioprosthetic valve system 25mm (hereinafter referred to as this device) was implanted. Since paravalvular regurgitation remained, post-dilation was performed using a balloon catheter, but migration of the device occurred. The device was pulled up to the ascending aorta, and the second navitor bioprosthetic valve 25mm was implanted. The left ventricle was perforated using the safari guidewire that was used during this time. Aortic angiography revealed no dissection from the ascending aorta to the arch and aortic valve annulus, but a left ventricular rupture was confirmed. Hemostasis was performed via open-chest surgery, and an impella was inserted to support circulation, and a surgical treatment was performed. Hemostasis could not be achieved during surgery, so the patient died on the same night. A total of 24 units of blood transfusion were administered. No medications were given. The cause of death was bleeding.